Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6: component code: 4755; part/component/sub-assembly term not applicable. Does not apply to this event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint camera control unit displayed an error code e117 (olympus tv error) was confirmed. Device evaluation also found an e113 error message was displayed and the fan was broken. Based on the results of the investigation, it is likely, that the error code e113 and e117 were displayed, due to failure of the rear panel assembly and fan. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit displayed an error code e117 (olympus tv error). The issue occurred during maintenance of the device. There were no reports of patient harm.